Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 24-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2016, ablation procedure was done in an effort to treat her heavy bleeding. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. This event, seen as menorrhagia, is anticipated according to reference safety information for essure. Abnormal genital bleeding and changes in menstrual pattern bleeding may occur during essure use. Considering the absence of alternative explanation and its nature per se, causal relationship between this event and essure use cannot be excluded. Thus, given the fact that an intervention (endometrial ablation) was required to treat the reported event, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. This event, seen as menorrhagia, is anticipated according to reference safety information for essure. Abnormal genital bleeding and changes in menstrual pattern bleeding may occur during essure use. Considering the absence of alternative explanation and its nature per se, causal relationship between this event and essure use cannot be excluded. Thus, given the fact that an intervention (endometrial ablation) was required to treat the reported event, this case is regarded as incident. Other non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.